Event description:
Event description guidant received information that this patient had a syncopal episode. When the guidant sales representative checked the pacemaker everything checked out fine and no reason was found for the syncopal episode. The device output was programmed high due to high threshold measusrments. This pacemaker is in the insignia microcrystal failure mode 1 population.